Event description:
Reporter alleged obtaining results of 269 mg/dl on a patient using the inform system and the patient was started on a regular insulin drip. Reporter stated a result of 26 mg/dl was obtained 42 minutes later on the lab system. Reporter stated about 20 minutes later, other readings of 260 mg/dl, 290 mg/dl, and 293 mg/dl were performed on the inform system while all results were about 30 minutes apart. Reporter stated that within 10 minutes of the 293 mg/dl on the inform system, another result of 32 mg/dl was obtained on the lab system. Reporter stated that the patient was treated with a dextrose IV after the lab test was reported and the insulin drip was stopped. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.